Event description:
During the procedure, the suction cannister burst, and body fluids from the patient were sprayed over the equipment, operating room and surgical personnel. The patient and surgical personnel were not injured during the event. The body fluids did not at any time come in direct contact with any of the surgical personnel, as only their clothing was affected. Universal precautions were employed in the cleaning following the event.